Event description:
Covidien received info stating that a male, pt, age (B)(6), was admitted to ICU in (B)(6) of cerebral contusion on (B)(6) 2012. The pt was placed on an 840 ventilator and on (B)(6) 2012, the pt appeared to have right pneumothorax and left pneumothorax consecutively. It was stated that "no pt harmed or injured as a result." The pt was treated with bilateral chest wall drainage. It is unk if the customer is alleging that the ventilator caused or contributed to the reported pt condition. The reporter also reported that "customer commented on increase in respiratory frequency rapidly and water collection in ventilator pipeline." It is unk at the time of this initial report if the "ventilator pipeline" is a covidien product.

Manufacturer narrative:
This issue is still under investigation. A follow up report will be submitted when new info becomes available.